Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment had moisture corrosion present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2015 with the following findings: there were multiple pump reboot events along with battery alarms observed in the black box. There was a battery compartment crack observed below the grip pad. There was evidence of moisture contamination inside the battery compartment. The pump was exercised for 24 hours with no issues duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.